Event description:
It was reported the switch remained on while the unit was unattended, causing excessive levels of heat and burning or scorching the fabric foundation of the unit.

Manufacturer narrative:
It was reported the switch remained on while the unit was unattended, causing excessive levels of heat and burning or scorching the fabric foundation of the unit. We were unable to duplicate the event, and our testing revealed no defect in the performance of the switch. Examination of the fabric foundation revealed no evidence of a burn, and only mild discoloration of the fabric, which is not uncommon after several years of use. The cause of this report is unknown, and may have simply been a misunderstanding on the part of the consumer. As a safety precaution, we replaced the unit to the consumer prior to our examination.